Manufacturer narrative:
(B)(4). Investigation results: a wallflex biliary fully covered stent and delivery system was returned for analysis. Visual examination of the returned device found that the stent was not deployed, the outer sheath was curved and broken at the guidewire access port. Functional evaluation found the stent could be manually deployed. After the stent was manually deployed, it was found that the distal inner shaft was kinked. No other issues were noted with the stent. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported event and the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be used in the common bile duct during a stent placement procedure performed on(B)(6) 2017. According to the complainant, during the procedure, the nurse attempted to deploy the stent with various adjustment but the stent failed to deploy. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the sheath broke around the guidewire access port.